Manufacturer narrative:
One tactisys¿ quartz ablation system was received for analysis. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Prior to the procedure the tactisys displayed a no contact force error message and the values were displayed in purple. A new tactisys was used for the scheduled procedure. There were no adverse patient consequences. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.